Event description:
Ligaclip -reprocessed- malfunctioned during case. Ligaclip fired 2 at a time, clip did not stay on and out of 10 clips 3 did not work. Dates of use: surgery: in 2009. Diagnosis or reason for use: surgery.